Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had issues with red cell hang up. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation (pbs) was observed. Complaints for sample quality are under statistical control for the month of march 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of pbs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had issues with red cell hang up. There was no report of patient impact.